Event description:
It was reported the customer was hospitalized. The customer also reported experiencing a seizure. The date of the customer's hospitalization was on (B)(6) 2015. The customer also reported they were hospitalized for low blood glucose. Customer stated their low blood glucose was caused by them not paying attention to their blood glucose. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.